Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. As soon as the hemopro was plugged in, the jaws activated and remained on despite the jaws being open and no hand on the toggle. Device started smoking and needed to be unplugged to turn of. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 - device code device remains activated was removed. Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/14/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. The silicone insulation on the hot jaw was observed to be melted and discolored along the hot jaw as well as on parts of the cold jaw silicone insulation. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ was not confirmed, but was confirmed for the analyzed failures ¿material twisted/bent¿ and "thermal decomposition of device" .

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. As soon as the hemopro was plugged in, the jaws activated and remained on despite the jaws being open and no hand on the toggle. Device started smoking and needed to be unplugged to turn of. A replacement device was used to complete the procedure. The hospital did not report any patient effects.